Event description:
It was reported that there was no significant adl improvement, and the patient experienced discomfort at the insertion region of the pump and catheter. The patient requested explant of the pump. The pump was explanted. The patient outcome was reported as no health hazard.

Manufacturer narrative:
(B) (4).